Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The product was not returned for analysis to identify any defect with the device. However, an investigation concluded that the design of the carrier allows the fiber portion of the suture to interact with the sharp edge of the carrier, resulting in suture severing. Hence the most probable cause is manufacturing deficiency. A complaint with a most probable cause of manufacturing deficiency indicates that the problems were traced to manufacturing process. An investigation was initiated to address this issue and identified that a technique wherein the suture is under tension during deployment/carrier retraction can lead to suture damage/ suture breaks.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during a prolapse correction with uphold mesh uphold procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the physician removed the capio device after fixing it into the patient's right sacrospinous ligament the first time, the dart broke off from the suture outside the patient. The dart remained attached to the tip of the capio device. Reportedly, the suture was pulled back and tensioned along the capio handle during the deployment. The procedure was completed with this device. There was no impact or consequence to the patient. The patient's condition at the conclusion of the procedure was reported to be stable.